Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an insulin-on-board calculation issue. The reporter stated that the pump does not subtract the bolus dosage from the insulin-on-board calculation. The patient believes this results in a possible over-delivery or "stacking" of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during investigation, the pump settings were reviewed and verified that the insulin-on-board (iob) duration was set to 4 hours. During testing a 10 unit bolus was performed; after 4 hours the iob was zero. The insulin-on -board calculation issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.